Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
H10: this event has been found to be a duplicate that was previously reported on MFR. Report number 3030677-2023-02461, philips ref. (B)(4), and the investigation results have been provided there. No additional information or other reports regarding this event will be submitted under this report number (MFR. Report number 3030677-2023-02462).